Event description:
It was reported by service report that the bed exit alarm is not working. It was further reported there was damage to the power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: the bed was zeroed with a pt in it, causing the scale error. Once zeroed properly, the scale functioned as intended. The nursing staff was taught how to zero the scale properly.